Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock causing pain and discomfort to the patient. The shock impedances values were high but still within normal limits. The sensing vector was reprogrammed and the therapy zones were increased. Technical services (ts) reviewed the device data and concurred with the programming changes made. The device remains implanted and in service. New information received indicates that this device was explanted after having additional instances of inappropriate shock which could not be resolved .

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the device memory confirms that therapy was available and the device was functioning normally. The device was the subjected to and passed all automated therapy verification testing, which confirms proper operation of the pacing, sensing, and shocking functions of the device, as well as lead impedance testing and telemetry testing. The allegation from the field was not confirmed or duplicated during testing and detailed analysis. It is confirmed that the device was functioning normally, and no problem was detected

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock causing pain and discomfort to the patient. The shock impedances values were high but still within normal limits. The sensing vector was reprogrammed and the therapy zones were increased. Technical services (ts) reviewed the device data and concurred with the programming changes made. The device remains implanted and in service. New information received indicates that this device was explanted after having additional instances of inappropriate shock which could not be resolved .